Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The manufacturer¿s international service technician confirmed the reported led issue. No response received approving the repair, the unit was returned. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During pre-use check the green led failed to operate. There was no patient involvement.